Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer dropped low, treated and their levels went up to 70 m/dl, then they dropped again and they ended up at the hospital. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, displacement accuracy test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with cracked retainer, minor scratches on case and minor scratches on lcd window.